Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that the unit when turned on, there is no audible noise. Tech advised that a new power switch would be needed.